Event description:
A cc4204a collamer aspheric single piece lens was received from the facility torn. Additional information has been requested but none has been forthcoming. If additional information becomes available, a supplemental medwatch will be submitted.

Manufacturer narrative:
(B) (4): evaluation results - (other): visual inspection of the returned product found the lens optic and one haptic torn. Another lens was returned in the vial with no visible damage. The lenses were returned in liquid. A lens work order search was performed and no similar complaints were found within the work order. Conclusions: based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B) (4)